Manufacturer narrative:
(B)(4). Additional suspect medical device component involved in the event: model#: sc-2218-50 serial #: (B)(4) description: linear st lead, 50cm the explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient lost stimulation. It was determined that the system was not working and the leads had several contacts that were out. It was also reported that it looked as if there may have been a lead fracture by the anchor per inspection by the physician. The patient underwent a lead replacement procedure. The patient was reportedly doing well postoperatively.